Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 65 units while caller expected 240 units, and issue occurred on a previous day rather than during the call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email resources, and was instructed by technical support to call back for troubleshooting if an active fill estimate issue occurred again, which caller acknowledged.